Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade broke. A like instrument was used to complete the surgery. No pt consequence.